Event description:
An aneurx graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is small in diameter aorta and iliac vessels. It was reported that the external iliac arteries are 7mm in diameter. It was reported that the device was introduced into the external iliac artery; however, during the advancement of the stent graft delivery system the vessel was perforated. The physician was able to gain control and elected to continue with placement of the other stent graft pieces. The proximal aortic neck was 16 mm in diameter; the stent graft was deployed, however, the stent graft was twisted around due to the iliac perforation. The physician decided to convert the patient to an open surgical repair with placement of a conventional graft. No add'l sequelae were reported and the patient is stable.